Event description:
It was reported that a lead warning for high impedance measurements and varying impedance measurements were observed in the right ventricular lead. Potential lead fracture was also noted. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.